Manufacturer narrative:
H6-code 4114: there was no device or images available for evaluation. H6-code 213: event description and manufacturing evaluation were evaluated and no additional information supporting a potential cause was found. In conclusion, not enough information was provided about the specific failure mode and therefore no cause could be identified. As a result of the examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. Requests to clarify the event were sent to the complainant, answer still pending.

Manufacturer narrative:
B5: updated event description. H6-code 213: the additional information provided with the updated event description does not add any new information to the engineering evaluation as no new information is obtained from the updated event description. The previous results remain unchanged.

Event description:
It was reported to gore that during an endovascular intervention a thrombectomy and a venoplasty of the left brachiocephalic arteriovenous fistula was performed. A permacath was inserted via the left femoral artery. To complete the intervention a gore® viabahn® endoprosthesis with propaten bioactive surface was used. Reportedly the implant procedure was performed as ¿normal¿ and ¿as in every case¿. But in this case the deployment line got stuck and the viabahn® endoprosthesis didn¿t fully deploy. Reportedly, the patient was converted to open surgery to get the viabahn® endoprosthesis off the delivery catheter and subsequently to remove the viabahn® endoprosthesis from the patient. Then the delivery catheter was withdrawn from the patient as usual. It was stated that after this a surgical repair of the area was performed. It was reported that the patient is doing well.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported to gore that during an endovascular intervention thrombectomy and venoplasty of the left brachiocephalic arteriovenous fistula was performed with permacath insertion via the left femoral artery. To complete the intervention a gore® viabahn® endoprosthesis with propaten bioactive surface was implanted. Reportedly the viabahn® endoprosthesis was defected ¿ didn't deploy properly. The patient was converted to open surgery and the viabahn® endoprosthesis was removed from the patient. It was reported that the patient is doing well.